Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to go through the load fill tubing sequence due to an unspecified cartridge issue. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support informed the customer that fiasp was against labeling. Customer's blood glucose level was 164 mg/dl.